Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the issue seemed to have resolved itself. The patient's next recharging session was normal. The patient stated that this happened occasionally over a period of time and at other times the recharging time can be short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the recharger was acting erratically since last week, it took long time to charge ins with 8 coupling bars and normally takes 4 hours to charge. Patient stated he was charging right now and he was getting six coupling bars and ins seem to be about 80% charged and insr was about 50% charged. Ps reviewed information in the recharger screen and confirmed therapy is on. Ps reviewed insr seems to be functioning as it should. Patient stated he charged ins last thursday and the pp screen was showing ins was half full last night and this morning ins was empty which seemed strange. Patient stated he was charging right now and did not want to stop charging ins to use pp. Ps offered to call patient back at 4pm to use pp to check implant status and icons. Ps called patient back and confirmed pp was showing ins was on, ins battery icon was full, pp battery level was full. Ps recommend patient monitor information and consult with hcp if necessary. Ps reviewed pp seems to functioning as it should. No further complications were reported/anticipated.